Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the pt effect of dissection is listed in the product's IFU as a known potential adverse event associated with coronary stenting procedures. Dissection is addressed in the no-fault risk assessment as a post-procedure complication and is not necessarily an indication of a product quality deficiency. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. There is no indication of a product quality deficiency. A definitive cause for the reported pt effect and the relationship to the product cannot be determined.

Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a vision stent was intended to be used during an angioplasty of the lad. After implantation of the 3.5 x 15 vision, the sds was withdrawn and a check shoot was taken. It was noticed that there was a dissection at the proximal end of the deployed stent; therefore, a 3.5 x 12 vision stent was used to cover it. The pt is stable and is doing fine. No additional event or pt info is available.